Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation and update the manufacture date. The device was returned to olympus for evaluation. During the evaluation the reported ¿u508-seal & cut short circuit error¿ was not duplicated. A visual inspection on was performed on the device; there was some tissue build. The ptfe pad (teflon pad) was inspected and found the mid-section and tip to be melted, curled up with metal exposed. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device was activated.

Manufacturer narrative:
The device in this report was not returned to olympus for evaluation. The cause of the reported event could not be determined. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic sleeve gastrectomy procedure, a seal and cut short circuit error was displayed after 10-12 activations. It was reported that the teflon pad had curled up and the metal was exposed. Another similar device was used to complete the intended procedure. There was no patient injury reported.